Event description:
It was reported that there was a lack of therapeutic effect, decreased pain relief, high impedance and lead fracture. The patient had reported an out of regulation (oor) and was told this meant the stimulation was out of range, so they were reprogrammed. Fluoroscopy had revealed the leads were fractured. The outcome was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the lead was explanted and replaced. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, lot#: v290127006, product type: lead. Product ID: 3778-60, lot#: v326702031. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead. Updated to indicate a serious injury occurred that required intervention. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the system was explanted. Additionally, the clinical site indicated the event was inadvertently added under the wrong subject. No outcome was provided, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the lead ((B)(4)) revealed the lead body conductor was broken at the anchor site. All wires except #4 were broken at the proximal end of the anchor 26.5 cm from the distal end. Final analysis of the lead ((B)(4)) revealed no anomaly found.